Event description:
It was reported that there was "automatic mep stimulation to the patient" without command. There was no patient injury reported.

Manufacturer narrative:
(B)(4). This product is used for therapeutic purposes. The device has not been returned for evaluation. Method: no testing methods performed.